Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the remote arm controller (rac) and the master tool manipulator (mtm2). The system was verified and ready for use. Mtm2: the unit was analyzed and in logs, the 23 error and the 30 error were found indicating main wire harness on the mtm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where sine cycle test was found to be failing on the mtm. Once testing was completed, the main wire harness was aba tested and was verified to be the source of the fault. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that during a training/demo session of the system, a repeated recoverable error 23 occurred. Prior to contacting technical support, an intuitive surgical (is) clinical sales representative (csr) had already restarted the system, including the breakers, but the issue persisted. The tse reviewed live logs and identified errors 23 and 30. The tse guided the csr to power cycle the system and emergency power off (epo), clean, reseat, and ensure the blue fiber cables (bfc) were properly connected on each cart, but the issue remained. The tse inquired if there was a spare bfc available, but there was none. The tse then guided the caller to power on the system without the surgeon side console (ssc), and no error was noticed. The tse instructed the csr to swap the bfc from the patient side cart (psc) to the ssc, and the issue reappeared. The tse explained that the ssc was faulty and an intuitive surgical (is) field service engineer (fse) was needed to resolve the issue. The csr mentioned that the next training would likely be on 30th march. A fse was dispatched to the customer site to replace the appropriate parts. There was no patient involvement, mitigating any potential harm.